Event description:
It was reported that the patient underwent a tlif for spondylolisthesis at l4/5 on unknown date in 2007, using interbody device and posterior fixation. It ws reported that a rod was broken at left side. The patient reportedly was asymptomatic. There is no plan of revision surgery at this time.

Manufacturer narrative:
(B) (4). Device remains implanted, therefore, product return is not possible at this time. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.